Event description:
It was reported that during an implant procedure, a patient lead exhibited high pacing impedance. The physician elected to replace the lead. The patient was stable throughout.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies by visual and x-ray examination of the lead. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts.